Manufacturer narrative:
Additional information has been requested, but not received. Device has been requested for evaluation, but not yet returned. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A complaint of burns was reported by a doctor. The patient underwent a laser treatment across their face and neck with an energy output between 2.0-3.5. Sometime during the treatment the patient complained that their face felt hot but it was tolerable. The doctor reports that the treatment level was adjusted based on the patients feedback. The doctor indicated they inspected the treatment tip before the procedure as well as every 300 reps during the procedure and found no irregularities. A full 30 ml bottle of coupling fluid was used during the treatment. The doctor reported there were no system errors observed during the treatment. Immediately following the procedure it was noticed that the patient was experiencing a burn on the right cheek and neck. The treating doctor then prescribed steroids in the form of glucocorticoid and hydrocortisone as well as a topical prednicarbate cream. The doctor indicates that there was some scabbing that happened immediately post-op but that the patient is now recovered with no permanent scarring or tissue damage.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Evaluation of the tip found no issues related to the event. Customer reported no system errors or anything out of the ordinary occurred during treatment. According to thermage cpt system technical user¿s manual burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device.

Manufacturer narrative:
Device was returned and evaluated. Device evaluation results show that the tip passed flow, leak, visual, and thermistor testing. No functional testing was performed due to no reps remaining on tip. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.